Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti tachycardia pacing (atp) and electric shocks due to an atrial driven event. All therapy available was delivered. Boston scientific technical services was consulted and noted this was not an isolated event. Also, reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this device system remains in service.